Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was unable to generate data on future date. Troubleshooting was performed and customer was unable to generate data. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the device. The device will not be returned for analysis.

Manufacturer narrative:
Helpline support team reported that user was viewing future date in reporting period while generating carelink reports. "Complaint summary: helpline support team reported that user was viewing future date in reporting period while generating carelink reports. Investigation/testing summary: an attempt was made to reproduce the issue by trying to generate reports for the provide user from carelink personal application and confirmed that the issue was reproducible. To investigate further , we pulled the data upload from carelink database and observed that user has made a future time change on the pump which made the future time display on the reporting page in carelink personal application. To assist with the resolution , requested the helpline team to update user with the below information. When selecting the reporting period to generate within carelink personal, they will have to manually change the date back to the desired date of the report they wish to generate each time. This is expected behavior for now, there is an enhancement request to address this in the future release. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause is that the user performed a future date change in the pump , carelink application shows the most latest updated date in report generation page. Analysis summary: a future time change was performed on the pump by the user. When selecting the reporting period within carelink personal, the data for the changed dates is not displayed. This behavior is currently expected, and there is an enhancement request # ccr-155 to address this in the future. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.